Event description:
It was reported that this right ventricular (rv) lead was abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead exhibited oversensing of noisy signals, which resulted in pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.